Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an unknown red alert had been generated for this system and was not downloaded to the clinic. The caller also reported that he patient's clinic had programmed off the defibrillation function of this device. No adverse patient effects were reported.